Manufacturer narrative:
(B) (4).

Event description:
Procedure type: hernia. According to the reporter: the piece that covers the balloon is not allowing the sleeve to split at the end like it should. The piece fell off into the cavity but was retrieved. This occurred as the balloon was being inflated. Account will be sending in a picture, product discarded. No pt injury reported.